Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient reported that she is experiencing pain and high cobalt levels, but has not been revised. Update 12/06/2012 - patient's medical records received. No new information that would change the MDR decision. Update 01/07/2013 - additional medical records received. No new information that would change the existing MDR decision. Update rec'd - sales rep reported revision surgery. Patient was revised at patient request. The existing MDR decision has been reversed and the liner, head, and stem have now been reported. The complaint was updated on: 12/9/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This product was not removed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/17/2016 - pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported,the revision surgery notes reported mild trunnion corrosion, the pfs reports ringing in the ears, severe sweating, clammy feeling, heart palpitations, nerve pain, severe drymouth, dry eyes, edema, and depression, there is no new additional information that would affect the existing investigation.